Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there was foreign matter in tube; biological and non-biological and a broken lid/cap. The following information was provided by the initial reporter: faults: black spot on one cap; misshapen cap on one. Quantity: 2 sticks.

Manufacturer narrative:
H.6. Investigation summary: bd received 2 samples and 3 photos for investigation. Photo review: after review and analysis of the customer photo, embedded foreign matter (fm) can be seen on the hemogard shield in the first two photos and a damaged hemogard shield can be seen in the third photo. Therefore, bd is able to confirm the customers reported defect of disfigured product/component. Additionally, embedded fm was analyzed as the molded part has defects and bd is able to confirm embedded fm on the hemogard shield. Return sample review: 2 customer samples were subjected to a visual inspection for disfigure product/component, molded part has defect, and embedded fm. 1 of 2 customer samples failed for disfigured product/component. 1 of 2 customer samples failed for embedded fm. Retention sample testing: 30 retain samples were subjected to a visual inspection for disfigured product/component. 0 of 30 samples failed. 30 retain samples were subjected to a visual inspection for molding defect. 0 of 30 samples failed. 30 retain samples were subjected to a visual inspection for fm. 0 of 30 samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes damaged hemoguard shield and embeded fm. The fm (black spot and brown spot) embedded on the hemogard shield occurred during the injection molding start-up process, with inadequate purging of the line. Bd was unable to determine a root cause for the damaged hemogard shield. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on: 2023-08-01.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there was foreign matter in tube; biological and non-biological and a broken lid/cap. The following information was provided by the initial reporter: faults: black spot on one cap; misshapen cap on one. Quantity: 2 sticks.